Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The inner and outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead became extrinsically distorted due to kinking/buckling visual summary analysis of the lead indicated apparent explant damage and stretching of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) 2011 (B)(6); (B)(4) implantable pulse generator (ipg) 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead had too much slack and was looped in the right ventricular (rv) causing varying and high thresholds. Physician also questioned if the loop in the rv was causing the patient's arrhythmia. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.